Event description:
The customer reported the device will not power on. No patient involvement.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device will not power on. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).